Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient was using capd (continuous ambulatory pd) sterile fluid path y set. It was reported that the "sample port with the blue piece was leaking when doing the exchange", further reported as "while flushing the line before it starts it leaks". The patient received unspecified treatment for the event. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that pd therapy was put on hold. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.